Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Dr. Revised a total hip due to periprosthetic fracture by changing the stem and head to a cone/conical. Original was done on (B)(6) 2020.